Manufacturer narrative:
The t:flex user guide states to replace the cartridge every 48 hours if using humalog insulin and reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 300 mg/dl and a correction bolus was delivered to address the bg level. The cause of the past occlusions could not be determined. As the customer changed the supplies on the pump, a pump system check could not be performed to determine a possible cause of the current occlusion. Reportedly, the customer was refilling the cartridges and used humalog in the cartridge for 3 days.